Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex. The customer reported sample (B)(6) was tested on (B)(6) 2022 with a cycle threshold (CT) of 41.85. The discrepant results has not reported outside of the laboratory. The sample has been reported as negative, and the customer did not retest it. No impact to patient management has been reported. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
B5 updated with details on an additional false positive result sample. E1 contact information corrected to remove (B)(6), which is an incorrect reference. E2 updated to state health professional, yes and e3 updated to indicate physician. G1 telephone number updated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the reported false positive samples was performed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 is performing outside of established design performance specifications. The amplification curves of the discrepant results were analyzed. The discrepant results were positive for the rsv target. The curves were reviewed and do not appear abnormal. The discrepant results are considered near or beyond the assay limit of detection (lod) therefore the results may not be reproducible using the alinity m resp-4-plex assay. Additionally, based on information provided in a similar complaint ticket at this customer site (reference ticket (B)(4)), environmental swabs identified rsv positive areas in the customer's laboratory. The contaminated areas were de-contaminated and re-tested negative. Environmental contamination may have contributed to the discrepant results. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525460. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 was not identified.

Event description:
Customer later reported an additional sample that generated a false positive result for the rsv target on the alinity m resp-4-plex. Sample ID (B)(6) was run on (B)(6) 2022 with a CT of 38.39. The discrepant results was not reported outside of the laboratory. The sample was reported as negative and the customer did not retest it. No impact to patient management has been reported.